Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed a contaminated and scratched lcd lens. The tamper seal was not removed. There was no evidence to review in the device's event history log. A visual inspection was performed as part of the functional test and the reported issue was duplicated. The device could not power on due to fluid ingression. As a result, the pwa board was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown, d3, g1, and g2 email is: regulatory.responses@icumed.com, corrected data: h6: health effects.

Event description:
It was reported the device had pressure issues. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.